Event description:
The report received from the affiliate indicated that pta was being performed on a lesion in the superficial femoral artery with moderate calcification and slight vessel tortuosity, the rate of stenosis was 100% (cto). Approach was made contralaterally. After the target lesion was crossed with a guide wire, pre-dilation was conducted with a balloon catheter (2mm). Then smart control (complaint product) was advanced, but it was caught at the target lesion. When the physician pushed the smart control, the distal portion of the stent gradually started to be released. Therefore, the smart control was removed from the patient and then a new smart control was used instead after additional pre-dilation with a balloon catheter (4mm). The procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. No product return. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that pta and stent placement was being performed on a lesion in the superficial femoral artery with moderate calcification and slight vessel tortuosity, the rate of stenosis was 100% (cto). A smart control (sds) was advanced, however it became caught at the target lesion. As the physician pushed the smart control (sds), the distal portion of the stent gradually started to release. Therefore, the sds was withdrawn from the patient and the procedure was completed with a new smart control sds. There was no adverse event and the patient is in stable condition. No product return. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15286456 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.